Event description:
It was reported by the customer that on (B)(6) 2010 the fiber was damaged at the tip at 34,029 joules. Also, it was reported that the fiber did not break off. The device was not returned for evaluation.